Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event was not confirmed. Visual, mechanical, and electrical testing was normal and no anomalies were found.

Event description:
It was reported that during an attempt implant, the device was not communicating and low r wave amplitude was noted. Multiple repositioning was attempted but was unsuccessful. The device was replaced. There were no adverse health consequences, the patient was stable.